Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that when the doctor inserted the screw and removed the driver he realized the screw was slightly proud. He put the driver back into the screw, but the drive was not fully seated. The proximal head of the screw broke off, but fixation was not compromised. No patient harm was reported.